Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between june 24-25, 2024. H11: the actual devices were not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed and no leak or issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (more than 10) of exactamix em1200 valve sets had the tubing detached at the luer connector resulting in leaks. This occurred during filling of total parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the events occurred approximately two (2) months prior to reporting to baxter. E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.